Event description:
Reportedly, review of one arrhythmia episode stored in device memory (v burst , (B)(6) 2016) suggests that the safe-r mode led to torsade de pointes.

Event description:
Reportedly, review of one arrhythmia episode stored in device memory (v burst, (B)(6) 2016) suggests that the safer mode led to torsades de pointes.